Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 175 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of blood glucose results. Difference between readings. Blood test performed by customer fasting about one month previously produced test results of 398 mg/dl. The product is stored by customer in the bathroom. The test strip lot manufacturer's expiration date is 07/21/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for non-fasting test results (date / time not set): (B)(6). Adverse event not reported.